Manufacturer narrative:
--

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. The product was abandoned surgically.